Event description:
It was reported "a medication was being administered via the patients ngt (nasogastric tube) when suddenly the medication began coming out of the patient's mouth. The ngt was removed and there was a clear split/hole that developed in the ngt causing this. A new ngt was placed for enteric access." Additional information received 09-may-2024 stated the device was in use for less that 24-hours. The patient was subsequently discharged from the hospital.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 29-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was evaluated. The product packaging was not received. The product did not contain a lot number for identification. After cleaning and decontamination, the sample was examined in a well lit area. The 2-port enfit connector was attached at the proximal end of the tubing. The connector did not exhibit visible damage. The connection appeared to be secure. The bolus tip was attached at the distal end of the tubing. A non-avanos securement device was attached to the tubing between the printed stock code and the 125cm depth marker. The clamp was not closed on the tubing. A kink was observed in the tubing at the 54cm depth marker with a rupture at the same location. Using a syringe fitted with a dispenser tip, attempt was made to flush water through the tubing from the point of the rupture. The water flowed without resistance and exited the opening at the bolus tip. Occlusion was not observed. Root cause could not be determined. All information reasonably known as of (B)(6) 2025. Has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 26 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.